Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: dis esophagus. 2024 nov 28;37(12): doae093. Https://doi.org/10.1093/dote/doae093 pmid: 39468755.

Event description:
Title: paraconduit hiatus hernia after esophageal cancer surgery: incidence, risk factors, and management. The aim of this retrospective study was to assess the incidence of and risk factors for phh, and to describe management approaches in a tertiary referral center. Between 2008 and 2022, a total of 897 patients were included in the study. These patients consist of 224 female and 673 males with the mean age of 63.7 in years. They used interrupted 0 ethibond sutures (ethicon, new jersey, united states) during the surgery. Patients with locally advanced esophageal cancer were treated with neo adjuvant chemoradiation (either cisplatin/5-fluorouracil[5-fu], 40gy/ 15 fror carboplatin/ paclitaxel, 41.4gy/23fr), 13,14 or perioperative chemotherapy (etoposide, cisplatin, fluorouracil/capecitabineor fluorouracil plus leucovorin, oxaliplatin, and docetaxel).with a median follow-up of 61 months. Reported complications: 0 ethibond sutures (ethicon, new jersey, united states used for trans hiatal resection, where necessary the hiatus was opened antero laterally to the left to facilitate mediastinal dissection and closed -developed lrti ,lower respiratory tract infection (n=3) treatment: not reported -had pleural effusions requiring drainage(n=2) treatment :not reported in conclusion, in this analysis of 897patients, which incorporates routine surveillance imaging and clinical follow-up, the survival-adjusted incidence of phh was approximately 1 in 10 at 5years following esophageal cancer surgery.